Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had several cartridges that were found to be leaking insulin where the tubing is connected to the cartridge. The customer loaded another cartridge after each incident. The customer's blood glucose was reported to have been as high as 600+mg/dl and was addressed with changing the supplies on the pump.